Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when nurses went to use the 19-centimeter (cm) line for dialysis as usual, they noted that the cuff was out and the line was dislodged. There was no reported patient outcome.

Event description:
According to the reporter, at the end of (B)(6) 2023, the patient started on hemodialysis with a cuff of cvc showing below the exit site due to failed peritoneal dialysis. When nurses went to use the 19-centimeter (cm) line for dialysis as usual, they noted that the cuff was out and the line was dislodged.the cuff of the tunneled line was exposed, and nurses did not open the line that day. The patient was unsure of what had happened. The standard cleaning of dialysis catheters in and out units was with green clinell device wipes, 2% chlorhexidine, and 70% alcohol, and the skin was cleaned with bd chloraprep on dressing change days, sutures were removed, and lines were easily removed. Pressure was applied to the neck for 5 minutes, and dressing was applied over the exit site. There was no fluid overload, and potassium was normal. There was no incident of one line falling out completely while the patient was at home in this report. Nothing unusual was observed on the device prior to use. Flushing was not done prior to use. There were no other defects or damages found on the product, and no other products were being utilized with the device.  The area was cleaned and redressed for a central venous catheter (cvc) change. The line was replaced with a product from a different manufacturer as a remedial action. After the new line was inserted, the procedure proceeded and was completed. There was no blood loss, and a blood transfusion was not required. The patient went home on 5 grams (g) once daily of lokelma and restricted fluid to 1 liter (l) (still passes the urine). The patient was not for admission, and transport by ambulance was declined. The patient returned for a repeat assessment, and a tunneled central venous catheter (tcvc) was requested. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.